Event description:
Complainant alleged that during routine shift check by a clinician, the device's override key switch would not function. The complainant indicated that there was no pt involvement in the reported failure.